Manufacturer narrative:
(B)(4). Baxter evaluated the device and found an upstream sensor with low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms. The upstream sensor was calibrated to correct this condition.

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.